Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was conducted. The report indicates that the blade is detached from the impactor. The complained blade and impactor shows scratches and heavy wear and tear on the surface which can be refer to an forcible misuse with a forceps or a similar tool. Also we found that the thread of the impactor is broken off. The broken off thread part is stuck into the shaft of the blade. The manufacturing review of both instruments shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we can not determine the exactly root cause. The device was not used as intended which could cause the breakage and finally to the malfunction of the device. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported after inserting the screw and blade the blade and screwdriver would not detach. The screwdriver did not rotate and the blade remained half open. Reportedly there was no patient harm or delay in surgery. This is report 2 of 2 for (B)(4).